Manufacturer narrative:
The reported complaint of inappropriate magnet response was confirmed. The provided information was reviewed by abbott engineering. Based on the data provide the root cause could not be determined. Additionally, the reported event of low pacing impedance were confirmed, while the reported events of incorrect measurement and sensing noise were not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported event of false magnet detection was confirmed. The provided information was reviewed by abbott engineering. Based on the data provide the root cause could not be determined.

Event description:
During a remote follow-up, inappropriate magnet response was observed on the device. Additionally, a diagnostic anomaly, low pacing impedance, and episodes of noise resulting in oversensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.